Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it takes 4-5 hours to charge the implantable neurostimulator (ins). The patient stated they charge every night and it goes from 25% to 100%. The ins charge goes down in about 3 days and they have to recharge again. It was reviewed that there are many variables that can go into recharging time and it can take 6-8 hours to recharge ins from 25%. They were redirected to their healthcare provider (hcp) if they still feel like this is an issue. No patient symptoms were reported.